Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported that post a cmc arthroplasty that a patient had on an unknown date came back to the doctor's office with an allergic reaction and inflammatory. The sales rep reported that the surgeon performed a revision surgery on (B)(6) 2016 to remove the device and hardware. The sales rep stated that the doctor is not sure if the reaction is from our device. The sales rep stated that the device was sent to pathology and will not be returning for evaluation. The sales rep reported that when the doctor went to remove the device it was all broken up. The sales rep could not provide a lot number for the device or any further information.